Event description:
The tissue was found to be mushy, having no integrity, when package was opened. The product was reported to have been stored properly. The tissue was not used an no further complications were reported.